Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the bypass of gastroenterostomy procedure, the surgeon tried to squeeze the handle for the second firing, however the handle was stiff and could not fire the device. The procedure was completed with another device. No harm was caused to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.